Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/15/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. The plunger was observed in advanced position. The plunger was gently pulled back and it was found locked. There is no damage on the plunger pushrod assembly, the reported plunger rod issue was not verified. Visual inspection at 10x microscope magnification was performed and pieces of the lens were observed stuck at the cartridge tube including a detached haptic. The reported haptic detached was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: through follow-up, it was confirmed that the lens was explanted on (B)(6) 2016. Incision was enlarged (6 mm). There was no vitrectomy required and the patient is doing well. No further information was provided. If explanted, give date: (B)(6) 2016. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date there is no information provided confirming the lens has been explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a pcb00 intraocular lens (iol), the last haptic got stuck when the iol was being injected. Turning the iol was not possible as the turning mechanism continued turning without extra movement of the iol. Then the haptic broke free, however a piece of the haptic was still stuck in the cartridge. Per the surgeon the lens will have to be taken out as it would not center well in the capsule. A delay in the procedure was noted however the nature and length of the delay was not provided. The iol was removed and replaced as the iol could not be centered well in the lens capsule. No further information was provided.